Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This complaint is from a literature source. The citation is as follows: lim j, suh sh, lee ky, hong ck, park sw. Endovascular treatment of iatrogenic intracranial pseudoaneurysm following stent angioplasty. J neuroimaging. 2012 apr;22(2):194-6. Doi: 10.1111/j.1552-6569.2011.00591.x. Epub 2011 mar 29. Pmid: 21447026. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The enterprise vascular reconstruction device (vrd) is intended for use with occlusive devices in the treatment of intracranial aneurysms. It is not intended for use as a stand-alone device, i.e., without subsequent coil embolization of the aneurysm. This stent was used off-label for iatrogenic ipa. Since the acute in-stent thrombosis required medical intervention to preclude further injury/damage, the event is classified as serious and MDR reportable for both enterprise stents. There is no indication that the devices malfunctioned, or that the event was related to a device design or manufacturing issue. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from a literature source. The citation is as follows: lim j, suh sh, lee ky, hong ck, park sw. Endovascular treatment of iatrogenic intracranial pseudoaneurysm following stent angioplasty. J neuroimaging. 2012 apr;22(2):194-6. Doi: 10.1111/j.1552-6569.2011.00591.x. Epub 2011 mar 29. Pmid: 21447026. Objective and methods: this article reports a case of reconstructive treatment of iatrogenic intracranial pseudoaneurysm (ipa) in the middle cerebral artery (mca) using the overlapping stents, which was developed after stent angioplasty. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: two 4.5mm x 22mm enterprise stents concomitant cerenovus devices that were also used in this study: agility microwire; prowler select plus microcatheter concomitant non-cerenovus devices that were also used in this study: 6f shuttle introducer system (cook); 2mm x 15mm ryujin balloon catheter (terumo); 0.014" transend wire (boston scientific); 3.5mm x 15mm neuroform stent (boston scientific); synchro 014 microwire (boston scientific). Adverse event(s) and provided interventions: a (B)(6) female patient underwent reconstructive treatment of an iatrogenic ipa in the mca with two overlapping 4.5mm x 22mm enterprise stents and developed motor aphasia and right side weakness 24-hours post-procedure. Subsequent conventional angiography revealed acute in-stent thrombosis in the left mca. As tirofiban (1 mg) was infused intraarterially for 10 minutes via the microcatheter (prowler microcatheter), the occluded segment of the left mca was successfully recanalized. She got better to two of the national institutes of health stroke scale score and was discharged with normal activity 10 days after the second procedure. Near-complete obliteration of ipa in the left mca with good patency was noted in follow-up angiography 3 months after procedure.